Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having chest pains and difficulty in breathing/ shortness of breath. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest pains, difficulty breathing, shortness of breath, and power supply and power cord being too hot to touch. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation there is dust contaminant on the top enclosure, ui panel, blower, blower seal, and blower impellers. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and not able to address the symtoms specified. In this report, section h6 has been updated.